Event description:
This is a report received from a representative of health canada and is a spontaneous report of a homechoice patient (hp) that was complaining of pain on drain and was reported to have recently undergone surgery to repair a hernia. No other information was given at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown at the time of this report if the device is being returned to baxter for evaluation. Baxter is attempting to obtain additional information regarding this event. If additional information becomes available a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.